Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/21/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: ¿ how many devices demonstrated the alleged deficiency? One and it was left in the patient. The suture split in 2 and barb¿s were on each side. ¿ were the suture piece(s) retrieved during the same procedure? No ¿ were x-rays taken to locate the suture piece(s)? No ¿ what measures were taken to retrieve the broken pieces? None ¿ was there any additional tissue damage as a result of searching for the suture piece? N/a ¿ if not retrieved, in what tissue structure the suture was retained? Is there any plan in place to remove the suture in the future? Please provide details. No as it¿s absorbable suture. ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) (B)(4) (please refer to the attached email), general surgeon. He wanted us to send in the rest of the box for analysis. ¿ please perform and document the follow up attempt for product return. Please provide tracking number- waiting for return box/label to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported the sales rep that there are 10 each that need to be returned. The sutures split in half in the patient and was left in the patient. The number of items in the script would only allow the operator to enter a single digit number but there are 10 each to be returned. There is no adverse impact on patient/user reported. Additional information was requested.